Event description:
Nurse reported the customer was in the hospital for diabetes and other things. Nurse stated the customer was not using the device when he was hospitalized. The device kept alarming blood glucose now and blood was located on the sensor. Customer's blood glucose was unknown. Sensor was inserted while customer was sitting, was advised customer has to stand up. Nurse stated the customer was unable to stand. Nurse was advised to use another sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 3004209178-2015-98271.